Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date, dianeal therapy was discontinued. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.